Event description:
It was reported a transjugular intrahepatic portosystemic shunt (tips) revision procedure was performed using the gore viatorr tips endoprosthesis to treat an occluded wallstent tips implant from 2001. Two days after the viatorr implant, the pt died in his sleep. No cause of death has been determined and no autopsy will be performed.

Manufacturer narrative:
The device remains in the pt and will not be explanted. No engineering analysis will be possible. H6: method code - a review of the mfg records has been conducted. Results code - the review of the mfg records verified that this lot met all pre-release specs.